Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #435c46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sc60a device was returned with no apparent damage and with one gst60g reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition a photo and a video were loaded at product complaint level, the photo shows the device clamped over tissue with the knife advanced and a green reload loaded and the video shows a nurse trying to fire the device and appears that the device is hard to fire. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Once the firing cycle has been initiated, it should be completed by completing all four strokes of the firing cycle to return the knife to the home position. If it is necessary to interrupt the firing sequence, push the red manual knife reverse switch downward to reverse the knife motion; the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. To complete, squeeze the firing trigger completely until it rests on the closing trigger, after which the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 435c46, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the sc60a device had a lockout. Dr. Was firing a green reload and successfully crunched 1x and 2x but was unable to continue the 3rd fire. Jaw was stuck on patients' lung and was unable to remove stapler. Video-called sales representative and was unable to remove stapler despite troubleshooting. Rushed down to the ot and discovered that he used another stapler to remove specimen with the stapler still attached. Faulty stapler and specimen was passed out and initially was unable to troubleshoot to bring the knife manually back as the firing trigger was unable to be crunched plastic to plastic. After fiddling and trying to crunch for multiple times, was able to manually bring knife back and open the jaw to release specimen. Surgeon reported no resistance when firing the green reload on the 1st and 2nd time. However, was unable to fire the 3rd time. The procedure was completed successfully without delay. There was no patient consequence. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. D4: batch#: unk. Additional information was requested, and the following was obtained: did the jaws eventually open? Yes, after multiple attempts of following IFU and squeezing jaws to fire while red button is pushed down to reverse knife direction. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #sc60a, with lot/batch#: a9d38r, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.